Event description:
It was reported that the customer did not bolus all day, but she was experiencing low blood glucose, and her blood glucose was treated with 130 grams of carbohydrates, but still it did no increase. The bolus history was reviewed and found that over the course of the day she received 45.0 units of insulin, but the customer denied given any bolus for the day. Advised the caller that the customer should be taken to the hospital. The customer's blood glucose reading at time of call was 48mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.